Event description:
It was reported that the patient presented in clinic for routine follow up. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. The patient was stable throughout and continued to be monitored.